Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The patient sample was tested with elecsys troponin t hs on a cobas e402 instrument. The customer's troponin t hs results were reproduced. The result was below the readable range. The bead pattern of the sample was investigated further and compared to reference samples where there was a homogenous distribution of beads inside the measuring cell. For this patient sample, strong bead aggregation was observed. The patient sample was tested with a different assay (tsh) for comparison purposes and a homogenous bead distribution was observed. The low signal messages produced by the instrument were due to an interfering factor that caused bead aggregation and therefore signal quench. The concentration of the patient's sample thus showed results below the measuring range of the assay. This interference is specific to the troponin t hs assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." The investigation did not identify a product problem.

Manufacturer narrative:
The sample was provided for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 module, serial number (B)(6). An interference is suspected. The sample was initially measured twice, resulting both times with no value, only a flag indicating low signal. The sample was repeated two times, resulting both times with no value, only a flag indicating low signal. The sample was then repeated undiluted and by using a 1:10 dilution, resulting in no value, only a flag indicating low signal and a troponin t hs value of 30.0 ng/l respectively. The sample was then repeated by using a 1:50 dilution, resulting in a troponin t hs value of 177 ng/l. The sample was repeated again two times without dilution, resulting both times with no value, only a flag indicating low signal. It was asked but it is unknown if a questionable result was reported outside of the laboratory.